Event description:
It was reported during an atrial flutter (afl) procedure the carto 3 system was experiencing intermittent noise across all channels including the 12-lead. The indifferent electrode was moved from the back to the leg with the wire remaining isolated from carto 3 cabling. The navistar cable was changed. Neither of these efforts resulted in noise reduction. The 12-lead patches were changed and the noise did not repeat. The right leg lead patch may not have been fully adhered. The case was completed with no further noise issues. Upon request, additional information was provided on the event by the bwi field representative. The noise started occurring half way through the case. There was noise on the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 system and the ep recording system. The physician was not able to interpret the bs ecgs and all ic recordings because of the noise. There was high frequency noise where all egms on both the body surface and ic disappeared. It was thought that the noise was only during ablation, but it was occurring at all times. We were able to resolve the noise issue so the case was completed successfully.

Manufacturer narrative:
(B)(4). It was reported during an atrial flutter (afl) procedure there was noise on the body surface (bs) ECG's and intracardiac (ic) signals on both the carto 3 system and the ep recording system. The physician was not able to interpret the bs ecgs and all ic recordings because of the noise. The 12-lead patches were changed and the noise did not repeat. The right leg lead patch may not have been fully adhered. The case was completed with no further noise issues. An additional OEM manufacturer device history record (DHR) was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).